Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit needs checks safety disk on a regular basis. No injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, e1 (initial reporter), g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitations, e1 (initial reporter) is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the batteries and safety disk. Test the function and calibrated test as normal. System test by trainer normally, the machine is ready for use.